Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx control vascular closure device (vcd) could not be advanced into the sheath and damage to the white tube tip was observed. Manual compression was performed for greater than 30 minutes, and hemostasis was successfully achieved. There was no reported patient injury. The distal portion of the white tube tip appeared deformed, which may have interfered with insertion into the sheath under standard procedural conditions. The exact cause of the observed damage has not been determined. The procedure was performed using a retrograde approach. The deployer was mynx certified. Angiography confirmed femoral artery suitability including an insertion angle of the vascular sheath introducer within 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity and little or no presence of peripheral vascular disease or calcium at the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position and fully exposed. Regarding the condition of the sealant sleeves, a frayed condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length was attempted; however, it could not be performed due to the frayed condition of the sealant sleeve assembly, which did not allow proper measurement. Additionally, the catheter working length was verified and found to be within the specified dimensional requirement. The measurement was obtained using a calibrated ruler. An attempt was made to perform the functional test to evaluate insertion and withdrawal of a catheter sheath introducer (csi); however, the test could not be completed due to the frayed condition of the cartridge assembly, as the device could not be inserted into the cannula of the previously flushed laboratory sample csi. A simulated deployment test evaluation was performed to ensure functionality. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification evaluation was performed to assess the cartridge assembly. During this analysis, the frayed condition of the sealant sleeves and the complete exposure of the sealant were confirmed. The reported event of ¿sealant sleeves (cartridge assembly)-damaged¿ was observed through analysis of the returned device as the sealant sleeve assembly had conditions observed as ¿sealant sleeves (cartridge assembly)-frayed/split/torn.¿ additionally, the reported event of ¿mynx control system-impeded¿ was observed since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with slits at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis nor the information available for review suggests that the reported failures and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not be advanced into the sheath and damage to the white tube tip was observed. Manual compression was performed for greater than 30 minutes, and hemostasis was successfully achieved. There was no reported patient injury. The distal portion of the white tube tip appeared deformed, which may have interfered with insertion into the sheath under standard procedural conditions. The exact cause of the observed damage has not been determined. The procedure was performed using a retrograde approach. The deployer was mynx certified. Angiography confirmed femoral artery suitability including an insertion angle of the vascular sheath introducer within 30¿45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. There was little or no vessel tortuosity and little or no presence of peripheral vascular disease or calcium at the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in the distal end of the balloon shaft after removal. No excess force was applied during insertion. The device was returned for evaluation.